Event description:
It was reported the customer received a blank display after replacing their battery. It was also found the customer had a battery out limit alarm prior to their display going blank. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer also stated the inside of their battery compartment was scraped, but was unsure if it was corrosion. Troubleshooting was able to recover the customer's display by inserting a new battery. Customer also stated their insulin pump passed a self test during troubleshooting. Customer's blood glucose was unknown. The customer was advised to monitor their insulin pump while they were being sent a replacement battery cap. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.